Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Multiple episodes of non-sustained ventricular oversensing were observed. Review of egms revealed potential oversensing on the ventricular channel. Increase in pacing lead impedance and decrease in r-wave amplitudes were also noted. Lead dislodgement was suspected. X-ray was recommended to further assess lead position. Lead remains implanted.